Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male with history of diabetes and renal failure presented for extraction of two right sided (rv, ra) cardiac leads due to cied system/pocket infection. Both leads were prepped with spectranetics lld's. The physician was moving the spectranetics glidelight laser sheath over the lead in the ra, a second pass, attempting to move past an area of obstruction. The laser was not activated; however a perforation in the posterior aspect of the svc occurred. The injury was surgically repaired. The md stated that no further extraction could be performed due to severe calcification to the point of occlusion at the ra/svc junction. Both lld's were cut and capped in the patient. The patient survived the procedure. MDR reports for the llds are; 1721279-2016-00103 and 1721279-2016-00104.